Event description:
It was reported that a patient presented during a routine follow up. Upon investigation, it was revealed that the right ventricular lead exhibited high impedance and no sensing. Patient was asymptomatic. No intervention was performed at the time. The patient will continue to be monitored normally.